Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling up were noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of a button error alarm from the insulin pump. The customer's blood glucose level was 134 mg/dl. The customer stated that he was trying to program a bolus and received the alarm. The customer stated that there was rain and humid conditions where is he located. The customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.